Event description:
The customer reported a leak and crack at the "limb." A lot of air was noted in the IV line and the leak and crack was discovered during troubleshooting. There was no patient harm or medical intervention. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.